Event description:
It was reported that a patient experienced a fault on their cycler. The specific fault and error were not further described. There was patient involvement but there was no medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. An external/internal inspection was performed with no issues noted. Functional testing, electrical safety testing, and a simulated therapy were performed with no issues noted. The speaker was found to be low during audible inspection. The speaker was replaced to resolve the speaker low issue. An event history log review was performed and identified the following alarms: system error 2084, system error 2046, negative uf, low drain volume, check lines and bags, check patient line, fill not finished, check final line. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.